Event description:
In 2004, the patient had contacted lifescan and reported that her one touch ultra was in the wrong unit of measurement (mmol/l insted of mg/dl). Medical affairs specialist (mas) had called and left a message on the patient's answering machine the following day. A letter will be sent since there was no response back. During troubleshooting, it was verified that the meter was previously set in the correct unit of measurement and that the patient had not recently changed the unit of measure in the meter settings. She was taken to the hospital and given insulin. There is no further information regarding the hospital visit or about events leading to that visit. Mas was attempting to contact the patient to obtain further clinical information. Based on information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is insufficient information to suggest the patient experienced injury due to the product issue. This case is reported as a meter malfunction. A replacement meter and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.